Event description:
It was reported that ongoing occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. The customer declined all troubleshooting efforts, and technical support was unable to obtain additional information, ultimately suggesting the customer call in for troubleshooting if the issue persists, before closing the case.